Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was "going to rewind and battery loss screen". This report is made based on the allegation that the pump may have lost power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 02/01/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no power issue was identified. Pump powers on normal with no alarms. The pump was exercised for 24 hours with no alarms or power issues occurring, was opened and no damage was found to the power circuit, no further evidence of moisture damage found. Corrosion observed inside the battery compartment. No damage found to the battery cap, which was attached securely to the pump. Battery cap dimensions were within specifications. The internal battery was found to be leaking.